Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - the subject patient underwent first-time recurrent open periumbilical ventral hernia repair procedure, during which a bard/davol ventrio mesh was placed in underlay fashion on the intra-peritoneal region using a non-bard/davol mechanical fixation device and sutures. Fascia and full closure was achieved with sutures and adhesive skin closure. The patient was discharged on (B)(6) 2016. On (B)(6) 2017, the patient was diagnosed with "subcostal incisional hernia unrelated to index procedure". Regarding this diagnosis the information states "subj. Required reop due to new hernia location but unrelated to index procedure". As noted the patient was hospitalized from (B)(6) 2017. On (B)(6) 2018 - CT scan was performed and confirmed with hernia recurrence (size 3cm x 1cm) associated with the ventrio mesh implant. On (B)(6) 2018 - subject patient underwent an open ventral periumbilical recurrent hernia procedure for hernia recurrence due to 3cm opening of mesh where mechanical fixation failed to secure the mesh in the abdominal wall from previous hernia procedure. Full closure was achieved. The patient was discharged from the hospital on the same day. This ae is clinically assessed to be moderate in severity, not related to the study device and possibly related to the procedure. As reported, the outcome of this ae is recovered/resolved.

Manufacturer narrative:
As reported, approximately 2 years post-implant of the ventrio mesh, the patient was diagnosed with hernia recurrence due to failure of the (non-bard/davol) mechanical fixation used during the index procedure. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being not related to the study device and possibly related to the index procedure. However, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 173 units released for distribution in october, 2015. Not returned - remains implanted.